Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was from the united kingdom but was residing in nigeria currently. The shock episode was transmitted to the patient's device clinic in the UK via the remote monitoring system. Preliminary review of the episode by the clinic showed oversensing of noise. A request was made for technical services to review the available device data and provide any programming recommendations. It was later reported that the patient returned to the UK for in-clinic investigation of the s-ICD system the following week. Troubleshooting was performed and similar noise was able to be recreated in the primary and alternate vectors, but not the secondary vector. Technical services discussed a potential issue at the sense b node, which could indicate a change in the impedance pathway caused by under-insertion of the electrode into the device header, an electrode impairment, or other impairment of the device to electrode connection. X-rays were performed which appeared to show complete insertion of the terminal pin, and no anomaly along the electrode was visualized, although there was a tight bend just outside the device that could be impacting lead function. Ultimately, the device and electrode were both explanted and replaced, since the source of the noise could not be determined and the patient did not have accessible medical support for the s-ICD system in nigeria. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was from the united kingdom but was residing in nigeria currently. The shock episode was transmitted to the patient's device clinic in the UK via the remote monitoring system. Preliminary review of the episode by the clinic showed oversensing of noise. A request was made for technical services to review the available device data and provide any programming recommendations. It was later reported that the patient returned to the UK for in-clinic investigation of the s-ICD system the following week. Troubleshooting was performed and similar noise was able to be recreated in the primary and alternate vectors, but not the secondary vector. Technical services discussed a potential issue at the sense b node, which could indicate a change in the impedance pathway caused by under-insertion of the electrode into the device header, an electrode impairment, or other impairment of the device to electrode connection. X-rays were performed which appeared to show complete insertion of the terminal pin, and no anomaly along the electrode was visualized, although there was a tight bend just outside the device that could be impacting lead function. Ultimately, the device and electrode were both explanted and replaced, since the source of the noise could not be determined and the patient did not have accessible medical support for the s-ICD system in nigeria. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.